Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a blank display and replace battery alert. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was stuck it went completely blank. The customer did not receive a low battery alert prior to the replace battery now alarm. The troubleshooting was performed and changed the battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
There was no unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest.